Event description:
The pump was returned for investigation. Investigation revealed that the display was dim/faded and the display text was discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/12/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2014 with the following findings: during testing, the display was found to be dim/faded and the display text was discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button was missing/detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).